Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that when the site moved the system, the imaging acquisition system (ias) unexpectedly turned off, which has caused issues when moving the system to different locations. When the ias was plugged into the mobile viewing station (mvs) it stayed on and took images. There was no patient present at the time this issue occurred.